Event description:
It was reported that during a tracheal stent placement procedure, the stent was deployed in sub-optimal position. The lesion was located in the trachea. The ultraflex tracheobronchial 18mm x 6mm stent delivery system was advanced to the lesion. Upon deployment, the stent "deployed 2cm below the markers on the delivery catheter". The physician felt that the position of the deployed stent was sub-optimal and "tried to pull [the stent] with a rat toothed forceps" but was unsuccessful. The stent was left in situ and the procedure was completed. The patient's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device remains implanted and the delivery device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.